Manufacturer narrative:
Device was not returned for analysis of complaint that the patient's pump had been alarming "no disposable pump won't run." No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump had been alarming "no disposable pump won't run". Troubleshooting was performed but the alarm persisted. Pump settings were reviewed: res vol 11.0 ml, cont rate 2.2 ml/hr, and vol given 89.05 ml. The pump was powered off. No patient harm was reported. The event occurred while in use with a patient.